Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 60s-range mg/dl (advantage) and 120 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged that a patient received the results of hi (greater than 600 mg/dl), 566 mg/dl, and 54 on inform system 1 compared back to back within 10 minutes. Reporter stated that within 10 minutes of the last 2 results on inform system 1, another result of 60 mg/dl was obtained on inform system 2. Reporter stated that the patient was treated with four glucose tablets. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that there were not any strips left, therefore no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the advantage system. (B)(4).